Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt has a line of glare across his vision. His visual acuity (va) is 20/20. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2013 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).